Manufacturer narrative:
Product complaint # (B)(4). (B)(4). To date the device has not been returned. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse consequence associated with the patient? Was there any medical or surgical intervention performed to removed the embedded suture (re-operation; re-closure; drainage)? If so, please specify. Was the suture removed in a routine post-op procedure? If not, please advise if there is any future plan to remove the suture. Could you please confirm if there was anything prescribed to the patient included steroids or antibiotics? If yes, please provide medication name, route and dose. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Event related to mw # 2210968-2022-02480. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an eye surgery on an unknown date and suture was used. The patient was admitted to the ophthalmology department for a corneal laceration three months ago and underwent suture surgery. During the operation, the device was used to suture the corneal wound. About three months later, the patient underwent corneal suture removal. During suture removal, it was found that the suture was very easy to break and could not be removed smoothly. The suture was partially embedded in the cornea and could not be removed. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/2/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: after investigation, the patient, a 56-year-old male underwent corneal laceration suture due to "corneal laceration" (the specific surgical side was unknown). The surgeon used the non-absorbable suture (w1770) produced by our company for corneal suture in the way of interrupted suture during the operation. The intraoperative suture operation was smooth. On (B)(6), 2022, the patient returned to the hospital to remove the stitches. There was suture breakage during removal. Some residual broken stitches fell into the cornea of the patient and could not be completely removed (the specific residual length was unknown). After the event, the doctor asked the patient to observe by himself, and no other treatment was taken. No subsequent adverse events have been reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/13/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: b1, b2 additional information was requested and the following was obtained: - was there any adverse consequence associated with the patient?¿¿none. - was there any medical or surgical intervention performed to removed the embedded suture (re-operation; re-closure; drainage)? If so, please specify.¿¿no. - was the suture removed in a routine post-op procedure? If not, please advise if there is any future plan to remove the suture.¿¿there is no plan to remove the residual suture at present, but if the patient has complications caused by the residual suture, a second operation will be considered for removal. - could you please confirm if there was anything prescribed to the patient included steroids or antibiotics? If yes, please provide medication name, route and dose.¿¿yes, tobramycin dexamethasone eye drops are used to drop into the eye. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Date of index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Has the patient developed complications caused by the residual suture that required a second operation for removal? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? (B)(4). Date sent to the FDA: 5/13/2022 corrected information: h1, h6 health effect - impact code.